Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
It was reported that there was a loss of aspiration. The target lesion was located in the superficial femoral artery (sfa). An angiojet solent omni was selected for thrombectomy procedure. During procedure, it was noted that there was a suction issue and the device did continue to pump. The procedure was completed with another angiojet device. There were no patient complications.